Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Transmitter voltage test failed with 0 volts. No data/share log was provided for review. The customer complaint was undetermined because there was no indication of an inaccurate cgm value. A probable cause could not be determined via product evaluation. No injury or medical intervention was reported.